Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a lifepak 1000 battery (lot code 1833) had depleted immediately. The battery had not been used and had been on the customer's shelf for only a few months. Upon installation of the battery into a device, that device would not power on when prompted. Upon inspection of the battery, there were zero (0) bars left. As a result, defibrillation would not have been possible, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that a lifepak 1000 battery (lot code 1833) had depleted immediately. The battery had not been used and had been on the customer's shelf for only a few months. Upon installation of the battery into a device, that device would not power on when prompted. Upon inspection of the battery, there were zero (0) bars left. As a result, defibrillation would not have been possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's battery to resolve the reported issue. The device was returned to the customer for use. The removed battery was scrapped in the field. Further cause of the reported issue could not be determined.